Event description:
It was reported the pt's health care provider (hcp) was having problems filling the pt's pump. It was stated the pump was moving around making it difficult to access the center port. The hcp was unable to fill the pt's pump on that occasion, stating the pt would come back at a later date. The hcp stated they "always have trouble refilling this pt's pump." The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).